Manufacturer narrative:
The insulin pump alarmed failed self-test during the self-test due to faulty radio frequency board. The insulin pump was received with cracked reservoir tube lip.

Event description:
The customer reported via phone call that they had a failed self-test alarm. The customer's blood glucose was unknown. The customer stated the correct bolus amount was recorded in the bolus history during troubleshooting. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.